Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence related to a bladder neck issue. The physician suspected that the bladder neck issue would resolve, so the cuff was replaced with a temporary cuff. The balloon remain implanted, and the physician will evaluate the patient in 6 months to resize the cuff again, once the bladder neck issue has resolved. There were no additional patient complications reported.